Event description:
Patient was revised due to pain and elevated cobalt levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 9/2/15-pfs and medical records received. After review of the medical records for MDR reportability, the stem and taper is being added for the alleged high metal ions (no labs provided). All the medical records apply to the right hip. The complaint was updated on:9/29/2015.

Manufacturer narrative:
(B)(4). Update - (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered pain, stiffness, discomfort, excessive levels of chromium and cobalt and weakness which in turn negatively affect the patient's mobility and quality of life. There is no new information that would change the outcome of the investigation.